Event description:
It was reported that the patient received shocks due to rv (right ventricular) lead dysfunction and decreased lead impedance. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient received shocks due to right ventricular lead dysfunction. Lower lead impedance was also reported. A medwatch 3500a was subsequently received reporting that the patient was brought to the emergency room after receiving seventeen shocks. He was admitted to ICU (intensive care unit) for further evaluation. The lead was subsequently capped and replaced. The following day, the patient was stable for discharge with the new lead performing well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: it was reported that the patient received shocks due to right ventricular lead dysfunction. Lower lead impedance was also reported. A medwatch 3500a was subsequently received reporting that the patient was brought to the emergency room after receiving seventeen shocks. He was admitted to ICU (intensive care unit) for further evaluation. The lead was subsequently capped and replaced. The following day, the patient was stable for discharge with the new lead performing well. No conclusion can be drawn. Lead(s), fracture of, resistance, loss of, shock, inappropriate.